Event description:
It was reported that post a coronary drug eluting stenting treatment procedure in-stent restenosis occurred. A 3.5x28mm taxus express2 drug eluting stent was implanted in the distal right coronary artery (rca). Seven mos later in-stent restenosis was experienced. It is unk if any intervention was done. No add'l pt complications were reported. Pt condition was reported as "ok". Multiple attempts for add'l info have been made; however, no add'l info has been rec'd.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.